Event description:
Following lasik surgery, I experienced gradually increasing halos and starburst as well as a general deterioration of night vision. Additionally, I continue to experience "floaters" in my field of vision, particularly on the periphery of vision. Finally, my reading vision has degraded inexplicable ( no significant family history of such at my age). The doctors and technicians explained that halos and starbursts might be a temporary problem but assured me that they would stop and fade shortly after the initial procedure - this was over four years ago. The other problems I encountered were not mentioned to me at all. At this time, I am limited in my night driving as a result and forced to employ strong reading glasses in my professional life in order to maintain basic clarity when reading. The facility I used was vision center.